Event description:
It was reported that the surgeon properly sized the implant and upon insertion found that the clockwise turn of the inserter was not closing the device. However, the surgeon was able to successfully complete the surgery by using another device.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the univise spinous process fixation plate was confirmed to be disassembled via visual inspection. It was reported that the plate was not compressing properly but there was no disassembly that occurred during surgery. The devices, however, were received completely disassembled and one device had a weld fracture. It is unknown when this issue occurred. Previous similar complaints of plate disassembly identified the causes to be improper locking of implant prior to compression and/or malleting of the implant. However, none of the mentioned causes could be confirmed. Conclusion: the exact cause cannot be determined and is likely multifactorial.

Event description:
It was reported that the surgeon properly sized the implant and upon insertion found that the clockwise turn of the inserter was not closing the device. However, the surgeon was able to successfully complete the surgery by using another device.